Event description:
A us distributor reported that a monitor will not power up.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won't boot up) was confirmed. Upon investigation the monitor was unable to fully power on. The cause for the failure was isolated to corrupt programming. The root cause for the corrupt programming could not be positively identified. No adverse event resulted from the damaged monitor.